Event description:
As reported by user facility: products involved: infusomat space pump ref (B)(4), serial (B)(4); baxter 100ml bag, no 2b1307 (ns); tubing b braun no 490101 (infusomat space burette set with caresite); medication: pegaspargase, 1200 unit dose, 11.811 units/ml mixed in saline bag for total volume of 101.6; pharmacy adds 20ml of saline to bag to account for priming volume, so final volume 121.6. No harm to pt. Infusion started by (B)(6) at 2:00pm. Was supposed to give 120ml over 2 hours. Filled burette about half. Closed the vent and left the clamp above the burette open so solution would keep dripping in from bag but not enough to overfill the burette. There was a pall filter on the line, so in order to prevent high pressure alarms (they are not allowed to change pressure on their pumps), she did not use an asv. Pump was set at vtbi of 120ml and rate of 70ml/hr. At 2:45 she was in the room with another nurse carrying and cuddling the baby and everything was fine. She noticed the drip. It looked fine. At 3:15 she returned to the room and the bag was empty, the burette was empty and the drip chamber was empty. Air was about to get into the line. She stopped the pump. She added 20ml into the burette to flush the chemo from the line and changed the rate to 40ml/hr. Ref MFR report 9610825-2013-00196.